Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead exhibited high capture threshold. The ra and the rv lead were explanted and replaced on (B)(6) 2025. The patient was in stable condition.